Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that before use a bd syringe luer lok ¿ was found with a foreign particle. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Results - bd received 2 actual samples. The samples were subjected to visual inspection. Observed several loose black/brown particles inside the syringe barrel and syringe packaging in sample 1. Observed several loose brown/white particles inside the syringe barrel in sample 2. The loose particles in sample 1 were subjected to fourier transform infrared spectroscopy (ftir) testing. Under high magnification (16x - 20x), observed irregular-shaped brown particle, black fiber, irregular-shaped black particle, irregular-shaped transparent particle, pinkish fiber and transparent fiber. Under high magnification (16x - 20x), observed wing-like particle which likely to be insect wings. In addition, observed jagged edge holes arrange in a line on the bottom web on top of the syringe barrel and near to the end of the plunger thumb press in sample 1 and sample 2. There were approximately ~20 holes in sample 1 and ~60 holes in sample 2. Under high magnification (16-20x), the size of the holes could range from 300 to 1100 microns for sample 1 and 315 to 3628 microns for sample 2. Our quality engineer inspected the returned units and confirmed the reported observation. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - pest control report for the month of jul-2015 had been reviewed and there is no sign of pest infestation at our manufacturing facilities. The black particles which observed from the photos could be due to pest infestation. The particles could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before being distributed to the customers¿ premises. The non-conformance occurred out of the manufacturing facility.